Event description:
It has been reported to company that the hypotube of the device separated during the removal of the device from the patient. The physician inserted the occlusion balloon wire into the patient and had difficulty passing through the lesion site. The physican attempted to pass the site by using a balloon catheter, and it also would not pass the lesion site. The physician attempted to removed the device and noticed that the shaft of the occlusion balloon was separated. The physician was able to remove the separated section together with the balloon catheter, successfully. The device was replaced with another to complete the case.